Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission due to activated patient notifier. The patient was brought in clinic for further evaluation. Upon review it was noted that the implantable cardiac defibrillator went in backup bvvi mode. The device was reprogrammed successfully and patient remained stable during and post event.